Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful and uncomplicated left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was successfully implanted. The day after implant, prior to discharge, a small pericardial effusion was noted via transesophageal echocardiogram (tee). The patient was asymptomatic and hemodynamically stable. No interventions were performed and the patient was still discharged home that day.